Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system; non-dehp continu-flo solution set separated from the clearlink y-site. The separation was further described as, ¿infusion set was dislodged¿. This was observed after preparation in the nursing unit. There was no patient involvement. No additional information is available.